Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the battery low alarm was unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be sent.